Event description:
Customer reported the unit went to vent inop with an error code message of a machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.